Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic, device dependent patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise reversion episodes. All other electrical measurements were stable. On (B)(6) 2017, the patient presented in clinic for follow up. The lead was reprogrammed. The patient remained asymptomatic and would continue to be monitored with normal follow ups.

Event description:
New information stated that on (B)(6) 2017, the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise causing inhibition of pacing once again. Due to patient being completely pacer dependent, the patient experienced complete heart block. On (B)(6) 2017, the lead was capped and replaced. The patient was in stable condition during and post operation.